Manufacturer narrative:
The user interface assembly was received for failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reporting that the device¿s dm display board is not functioning, the display is dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The rse provided a replacement part ID for the user interface assembly.

Manufacturer narrative:
B4: 08jul2021. Multiple good faith efforts were made to obtain further information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If the decision is made to have the device further evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.